Manufacturer narrative:
(B)(4). Device received 10/15/2015. (B)(6). (B)(4).

Event description:
According to the reporter, during a lap. Assisted total gastrectomy after inserting the orvil into the mouth, it was difficult to pass it through the patient's pharynx. As the surgeon thought it passed through, they pulled the tube, and only the tube was extracted. The surgeon noted that the anvil did not pass the pharynx and was left there. The anvil was removed through the mouth. The procedure was converted to an open surgery and was completed with another anastomosing device. The operating time was extended by more than 30 minutes. There was unanticipated minor tissue damage, after removing the anvil; they found the pharyngeal part red and swollen, with no further problems reported. No sizers were used. There was no unanticipated tissue loss and no bleeding in excess of 500cc. No reinforcement material was used. Last known patient status: stable, in good condition.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one dst series¿ eea¿ orvil¿ 25mm device opened by the account. The orvil anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured orvil¿ anvil retention test with an acceptable result. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.